Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited end of life indicator. The device was exposed to cold temperatures, while still in the box. After device software download, normal device function resumed.